Event description:
It was reported during service at the manufacturer that the tps bi-directional footswitch had intermittent run on. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion and debris was found to be built up throughout the inside of the footswitch.